Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident and headache are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that post an acculink stenting procedure, of a de novo, 80% stenosed, moderately calcified, left internal carotid artery, on the same day, the patient complained of a headache and nausea. A computed tomography (CT) scan was done with findings of a left frontal lobe infarction cerebral vascular accident (cva) without neurological deficit symptoms. There was no treatment done and this was listed as a serious event. The symptoms are listed as continuing. There was a reported prolonged hospitalization due to the cva. The patient was discharged home on (B)(6) 2013. There was no additional information provided.